Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and magnification and found a hole in matte side of the bag at the port seal. Clear passage test and clamp function testing were performed with no issues noted. Leak testing was performed and found a leak through the hole in the bag at the port seal. The reported condition was verified. The cause of the condition was determined to be a hole. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the capd disconnect y-set had a leak from the port seal. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.